Manufacturer narrative:
Based on the information provided, the cause of the reported complication cannot be determined. There was no allegation that a malfunction of a da vinci system, instrument, or accessory occurred. The event was attributed to the transoral bougie placement.

Event description:
It was reported that during a da vinci-assisted hiatal hernia surgical procedure, the patient sustained an esophageal tear. The surgeon had just completed the repair, dissection, and hernia fixation, and reinforced the repair with a mesh. During the final step, when the stomach wrap was to be performed, the surgeon instructed the anesthesiologist to insert a 56 french bougie. During the insertion, the bougie perforated the patient's esophagus. The perforation was located near the trachea, and the repair could not be performed robotically. The procedure was converted to an open approach. An additional surgeon was brought in to perform a neck dissection and to repair the defect. The repair was completed successfully.